Manufacturer narrative:
Approximate age of device ¿ 1 year 7 months (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was expired due infection and kidney failure. According to vad coordinator, the patient had a driveline infection with sepsis on (B)(6) 2019, which progressed to kidney failure. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported infection, renal failure and outcome could not be conclusively determined through this evaluation. Infection, sepsis, and renal failure are listed in the hm2 IFU as adverse events that may be associated with the use of the hm2 lvas. The IFU outlines preventative measures against infection. The device operated as expected and will not be returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.